Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Connections at the isolation transformer were found to be loose and were made secure. The 5 vdc supply was adjusted to 5.2 vdc as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 would lock up and reinitialize intermittently. There was no adverse patient involvement reported. There was no patient info reported.